Manufacturer narrative:
Evaluation: the evaluation of the customers issue included a search for similar complaints, a review of the complaint text, and trending data, no trend was observed. A review of relevant labeling, and literature was done, finding all adequate. A review of the device history record found no trend of the customers issue. No return testing was completed as returns were not available. In-house testing for reagent lot 16263fn00 was completed using a retained sample of the complaint lot, with no issues indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30.

Event description:
The customer reported false negative sars-cov-2 igg results for six patients. The customer indicated 12 patients tested positive on the diapro, however 6 of the same 12 were negative with the abbott assay. Comparison information provided: pt#1 abbott = 0.6 s/co; diapro = 1.82 s/co; pt#2 abbott = 0.04 s/co; diapro = 1.135 s/co; pt#3 abbott = 0.02 s/co, diapro = 2.3 s/co; pt#4 abbott 0.03 s/co, diapro 2.663 s/co. No impact to patient management was reported.